Event description:
It was reported that during a procedure the fiber caused that the debris shield blew. A second fiber was opened to complete the case. No patient complication was reported. After that, the fiber was returned for analysis and microscope inspection found that the connector face had distorted light exiting the connector face indicating a connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection did not identify visible defects. The microscopic inspection found that the tip was in good condition. There was distorted light exiting the connector face indicating an internal connector fracture. During functional test the aiming beam was bright and round. Additionally, the console displayed an error message indicating error code 67- fiber expired. According to the instructions for use (IFU) it states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on this information, the complaint against the fiber being damage was confirmed. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The investigation conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.